Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). It was also reported that the right ventricular (rv) lead exhibited out of range (oor) high superior vena cava (svc) coil impedance and the svc coil was programmed off. Additionally, it was noted that the right atrial (ra) lead exhibited undersensing resulting in misclassification of episode. The ICD, rv lead, and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765 lead, implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.